Manufacturer narrative:
The local area field representative was contacted for additional information. No changes to the subcutaneous implantable cardioverter defibrillator (s-ICD) system were made at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Review of the episode revealed the shock was inappropriately delivered due to t-wave oversensing. The shock put the patient into a true ventricular tachycardia (vt) and four additional shocks were delivered which slowed the rhythm. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received a shock. Review of the episode revealed the shock was inappropriately delivered due to t-wave oversensing. The shock put the patient into a true ventricular tachycardia (vt) and four additional shocks were delivered which slowed the rhythm. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. Additional information was received indicating the sensing vector had been reprogrammed from secondary to primary. The patient recently received an additional inappropriate shock which accelerated the rhythm to ventricular fibrillation (vf). A second shock was delivered which successfully converted the vf. Technical services discussed possible system revision or replacement with a transvenous system. No additional adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should further information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information. No changes to the subcutaneous implantable cardioverter defibrillator (s-ICD) system were made at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this devices delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.